Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided, and per the physician, a cause for the reported slda cannot be determined. Image resolution poor is related to procedural conditions associated with challenging imaging. Tricuspid valve insufficiency/regurgitation, dyspnea and swelling are due to the slda. Tricuspid regurgitation, swelling/edema and dyspnea are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. Two triclip xtws were implanted, and the tr was reduced to grade 1-2. It was noted that there were challenges with imaging. The patient was hospitalized for a prolonged period due to a gastrointestinal bleed, which was unrelated to the triclip. On (B)(6) 2024, the patient returned to a different hospital complaining of shortness of breath and lower extremity edema. A transthoracic echocardiogram (tte) was performed and a single leaflet device attachment (slda) was suspected. The tr was recurrent at grade 5+. On (B)(6) 2024, a transesophageal echocardiogram (tee) confirmed the slda. The posterior leaflet remained attached and septal leaflet was detached. The patient was referred to a different facility to be evaluated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.